Event description:
It was reported that the user experienced repeated alert 38 indicating consecutive stalled motor on an ilet insulin pump, with inspection noting a bent connector needle and a kink in the tubing, and the agent guided a restart, a successful dry run, and a supply change while keeping the current cartridge, after which insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting over the phone and user education, including pausing insulin if administering a manual injection. Investigation of this case revealed an obstructed or impaired insulin pathway due to a bent needle and kinked tubing, consistent with interrupted insulin delivery. It was concluded that the hyperglycemia was related to interrupted insulin delivery, though a definitive root cause could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.